Manufacturer narrative:
The reported speedscrew device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed nor could the customer's complaint be verified. An exact root cause cannot be determined with confidence. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6)

Event description:
It was reported that during the rcr, the registrar put the speed screw into cortical bone under the guidance of the surgeon (B)(6). Bone quality was good, and trajectory of the anchor was not changed to put pressure on the speedscrew. Upon the 5th (or thereabouts) revolution, the screw snapped in half. No patient injury was reported. It is unknown ID there was a delay or a device back up.